Event description:
The patient reportedly experienced a decrease in performance. Programming recommendations were provided, however, revision surgery will be scheduled.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt, as well as damage at the epoxy header region and cut at the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires in the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some fot he electrical tests from being performed. The device passed the electrical and mechanical tests performed. The internal visual inspection revealed a capacitor was damaged. This was induced during eh case removal process. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report.